Event description:
It was reported that during a low anterior resection procedure the surgeon could not remove the device smoothly after firing. It seemed to pull out the device with plucking away the tissue. It was completed by additional suture.

Manufacturer narrative:
Date sent: 6/25/2007.